Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was unable to completely rule out a possibility that the sion guide wire might have caused or contributed to the vessel perforation. Additional treatment against the vessel perforation was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunctions and adverse events] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a mildly tortuous and mildly calcified chronic total occlusion (cto) in the left anterior descending artery (lad). An asahi corsair pro xs microcatheter and an asahi sion guide wire were advanced to the septal channel through the #4 posterior descending (pd) branch via retrograde approach. The sion guide wire was exchanged to an asahi suoh 03 guide wire and the suoh 03 guide wire could be advanced to the lad. Although the corsair pro xs microcatheter could not be advanced at first, the corsair pro xs microcatheter could be advanced with the support of a nipro 5fr guide plus guiding catheter. Using the retrograde guide wire as a marker, an asahi sasuke double lumen catheter and an asahi conquest pro 12 st guide wire were advanced via antegrade approach, but they could not cross the lesion. The guide wire was changed to an asahi gladius guide wire, to an asahi gaia next 4 guide wire and finally to an asahi conquest pro 8-20 guide wire. The conquest pro 8-20 guide wire crossed the lesion. When the retrograde sion guide wire was removed after performing reverse cart technique, perforation was observed in the septal channel. Hemostasis of the perforated site was performed by a piolax medical devices c-stopper coil (2.0*15mm). Two nipro coroflex isar neo stents (2.25*28mm, 3.00*24mm) were placed in the lad. Final angiography revealed good blood flow in the lad. It was informed that the patient was fine and discharged after the procedure. Corsair pro xs: MFR report #: 3003775027-2025-00237, suoh 03: MFR report #: 3003775027-2025-00238.